Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 112 mg/dl (system 1), 69 mg/dl (system 2), 110 mg/dl (system 2), and 73 mg/dl (system 2).